Event description:
The user facility reported during a pt endoscopic retrograde cholangio pancreatography (ercp) procedure the tip of the basket came off and fell inside the pt. The pt was immediately taken to the hosp for the removal of the basket tip. The pt's outcome is unk at this time.